Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that four days post implant, the right ventricular lead had loss of capture and sensing. The lead was noted to be dislodged via x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.